Manufacturer narrative:
The contribution of the device to the reported event could not be determined, as the device was not returned for evaluation. The root cause of the event could not be determined, from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, that the patient underwent surgery on (B)(6) 2018. For an open reduction internal fixation of a left trimalleolar ankle fracture, with fixation of the distal fibula fracture, posterior malleolus fracture, and syndesmotic fixation. During the (B)(6) 2018 surgery, the following products were used and/or implanted: ar-8740-52, pts qckfix scrw, ti, cann st, canc., 4.0x 52mm, lot/serial#: (B)(6); ar-8925t k, -less t-rope w/drv, syn repr, ti, lot/serial#: (B)(6); ar-8933-20, lo-pro scrw, ti, 3.0mmx 20mmcort, lot/serial#: (B)(6); ar-8933v-12, 3.0 x 12mm val screw, ti, lot/serial#: (B)(6); ar-8933v-14, 3.0 x 14mm val screw, ti, lot/serial#: (B)(6); ar-8933v-16, 3.0 x 16mm val screw, ti, lot/serial#: (B)(6); ar-8933v-18, 3.0 x 18mm val screw, ti, lot/serial#: (B)(6); ar-8933v-20, 3.0 x 20mm val screw, ti, lot/serial#: (B)(6); ar-8935-12, lo-pro scrw, ti, 3.5mmx 12mm, lot/serial#: (B)(6); ar-8935-14, lo-pro scrw, ti, 3.5mmx 14mm, lot/serial#: (B)(6); ar-8935-14, lo-pro scrw, ti, 3.5mmx 14mm, lot/serial#: (B)(6); ar-8935-26, lo-pro scrw, ti, 3.5mmx 26mm, lot/serial#: (B)(6); ar-8943-01, guide wire, trocar tip, 1.35 mm, lot/serial#: (B)(6); ar-8943-02, drill bit, cannulated, 2.6mm, lot/serial#: (B)(6); ar-8943-16, 2.0mm drill bit, calibrated, lot/serial#: (B)(6); ar-8943-30, 2.5mm drill bit, lot/serial#: (B)(6); ar-8943-42, 2.5mm drill bit, calibrated, lot/serial#: (B)(6); ar-9943bl-04, locking distal fibula plate, ti, left, 4h, lot/serial#: (B)(6). After surgery, it was reported, the patient began to experience allergy like symptoms and on (B)(6) 2018. A revision was performed by the same surgeon and the arthrex devices were removed. Including the ar-9943bl-04 (lot (B)(6)) and the ar-8925t (lot (B)(6)).

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.